Manufacturer narrative:
(B)(4). Jaw/cam. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to return to the open position. Although, no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4) . Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the cystic duct then jammed and locked onto tissue. It is unknown how the device was removed and it is unknown if there was any tissue damage. The same device was used to complete the procedure. No adverse consequences reported.